Event description:
It was reported during an ankle arthroscopy that once the 60 degree pick was inserted into the ankle joint via the lateral incision, it broke inside the ankle joint approximately a half to 1 cm small piece. It immediately floated into the back of the ankle joint and was unable to be retrieved via anterior portals. The decision was made to make both a medial and lateral posterior incision gaining adequate access to the posterior capsule of the ankle capsulotomy. The pick was located and removed in total. Extensive amount of time was used to find the foreign body. Arthrex has been contacted. Patient will need close follow-up and likely physical therapy. FDA safety report ID # (B)(4).